Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hypoglycemia after an earlier hyperglycemic episode resolved, with a lowest recorded blood glucose of 47 mg/dl; the caller suspected the pump overcorrected when glucose began to rise after returning to range, and troubleshooting and education were completed. Symptoms included low blood glucose. Outcomes included the user self-treating with oral glucose tablets and returning to range without hospitalization. Investigation included case review and troubleshooting. Investigation of this case revealed no device malfunction confirmed and an unclear cause for the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.